Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97792, lot#: hg3lex3, implanted: (B)(6) 2019, product type: accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4) ; product ID: 97792, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. After deploying the anchor, it was reported that it was noticed the lead migrated down and the anchor was pushed to the side at an angle. It was indicated that if they pushed down on the anchor and straightened it out the lead advanced back to its position. It was stated that the anchor was getting pulled by the tissue. It was indicated that the individual had multiple back surgeries and they had entered the spine at a site that had a lot of scarring (scar tissue), which may have contributed to the issue. The doctor placed two extra sutures to hold the anchor in its original spot. It was reported that they took a flouro to make sure the anchor was holding the lead at the original vertebral level in the spine and then it was reported the issue was resolved. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.